Event description:
Patient attributed "recall" as the possible cause of the event. Antibiotics were given as treatment.

Event description:
Patient's husband additionally reported that "the scar was opened, and the prosthesis was shown," inflammation, and inflammatory liquid.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.6. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient's husband later reported asymmetrical breasts and that physician stated "there was nothing wrong."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was abscess. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pus and fever a few days following implant procedure. The device was explanted 37 days following implant surgery. After explant surgery, patient reported developing diabetes, fever remains, and ¿bumps.¿ patient takes diabetes medication concomitantly.

Event description:
Patient later reported infection. Treatment included topical rifocin.